Event description:
A surgeon reports, the cartridge split during insertion of the intraocular lens. Enlargement of the incision and a suture were required to accommodate removal and replacement of the lens. A returned questionnaire indicated the patient developed corneal edema. The corneal edema resolved with aggressive topical treatment and the patient has had a good outcome following surgery.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation and the information required to complete a review of product history records was not provided. No conclusions can be drawn.